Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, despite flushing prior to use, no blood flow from the marker lumen occurred when inserted into the patient anatomy. The prostyle was removed and the suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 17f sheath and the ep procedure was completed. Hemostasis was achieved with the prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.